Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device had seven months remaining. Boston scientific technical services (ts) stated that a data was needed to confirm battery depletion. Additional information indicated that the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. Furthermore, the analysis indicated that the malfunction appeared consistent with another device that have had continuous average power increased. This pacemaker device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device had seven months remaining. Boston scientific technical services (ts) stated that a data was needed to confirm battery depletion. Additional information indicated that the battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. Furthermore, the analysis indicated that the malfunction appeared consistent with another device that have had continuous average power increased. This pacemaker device was explanted. No additional adverse patient effects were reported.